Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: due to clogging of the nozzle, air supply volume and water supply volume did not meet standard value, due to wear of the angle wire, bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value, the adhesive on the bending section cover had a chip, crack and white-clouded area, due to clogging of the nozzle, water removal ability did not meet standard value, the adhesive around the objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a burn, the connecting tube had a scratch, the image guide protector had a scratch, the plug unit had a crack, the switch box had a scratch, switch #4 had a scratch, and the paint on the suction cylinder was peeled. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water and detergent solution. There were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, the investigation is ongoing a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. It was confirmed that the foreign material residue point was free from deformation. Based on the results of the investigation, the cause of the foreign material remaining was unable to be specified since whether reprocessing was practiced in accordance with the instructions for use was unknown. The event can be detected and/or prevented by following the instructions for use which state: -instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. -instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.